Event description:
During a laparoscopic hernia repair the ems jammed. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5;h4: information unavailable. H6: code 100(other): the instrument was received with excessive dried body fluids in the cartridge assembly and with a twisted staple jammed under the lifter. The twisted staple was removed and the instrument fired the remaining staples without the incident. No conclusion could be reached as to how the staples had become twisted and jammed under the filter. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with excessive dried body fluids in the cartridge assembly and with a twisted staple jammed under the lifter. The twisted staple was removed from the cartridge nose and the instrument was cycled and fired the remaining 7 staples without incident. No conclusion could be reached as to how the staple had become twisted and jammed in the cartridge nose under the lifter. Each instrument is evaluated during the assembly process to ensure the staples feed, fire and form correctly.